Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional followup: vats thoracotomy was being performed. The first firing was with a blue load, no anomalies. Second firing with a gray load on the pulmonary artery the device would not advance at the second stroke. There was not enough room to staple next to stapler, the surgeon retracted the blade, immense bleeding occurred and an atraumatic clamp was placed. The bleeding continued, the patient was opened and suture was used to complete the case. Patient is doing fine. No clips were used prior to the second firing. Device is being retained at the account.

Event description:
It was reported that during an unknown laparoscopic procedure, the device was used on a vessel and would not fire then would not open. The surgeon clamped down and the device would not release. Then had to go in and perform further surgery because of the device. The case was converted to open. The patient is still in house. The device will not be released for analysis. On what tissue type was the device used? At what location on the tissue? Vessel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? Second load. If echelon, during which stroke did the event occur? Unknown. What color cartridge was being used? Ecr45m. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected? Opening was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). A surgical photograph was reviewed and it is believed the cause of the complication was an inadvertent lock-out. The device functioned as designed. Refer to the instructions for use to review proper loading technique and steps to opening jaws after a lock out.